Event description:
It was reported the patient had an advance sling implanted. It was indicated that the sling "slipped" and incontinence returned. On (B)(6) 2015, the patient was implanted with another incontinence device. No patient complications were reported in relation to this event.